Event description:
Note: this MFR report pertains to one of six device complaints reported to occur during the same procedure. Refer to associated MFR report #3005099803-2009-03832, #3005099803-2009-03833, #3005099803-2009-03835, #3005099803-2009-03836, and #3005099803-2009-03837 for a description of the other devices. It was reported to boston scientific corp that six resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, during the case, six clips used in the case would not come out of the plastic protective covering. They pulled the blue handle as far as the handle would go, and the sheath would not pull back far enough to expose each clip. They finished the case with a competitors device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine."

Event description:
On august 25, 2009, the facility's biomedical engineer reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump in which the open key and the stop key did not function. This event occurred when turning on the pump during biomed testing. It was indicated that the pump had been received with a note attached stating "does not work" and that tubing was not able to be loaded into the pump. No audible/visible alarms or failure codes occurred. The last date that the pump was serviced was july 02 2009. No other facility other then baxter has serviced this pump. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
Evaluation: the condition of inoperable stop key could not be confirmed. However the condition of inoperable open key was confirmed, due to a cut open key circuit trace on the pumphead module (phm) keypad. (B) (4)

Manufacturer narrative:
This device utilizes user interface module master software (B) (4) categorized as colleague 2006. (B) (4)

Manufacturer narrative:
Evaluation summary: the reported condition of open key and the stop key does not function was confirmed through evaluation. Upon the completion of baxter's investigation of this report, the pump will be routed to our service department where appropriate servicing will be completed prior the pump being returned to the customer. (B) (4)

Event description:
Baxter (B)(4) received a report that a leak from the cassette was observed when the set was removed from a yume machine. There was no patient injury / medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the pt had been experiencing shortness of breath (sob) for approx two weeks, and as a result, required aortic and tricuspid valve repair secondary to severe aortic insufficiency/tricuspid regurgitation and sob. During the surgery to repair the valves, the hospital made a decision to exchange the lvad with another lvad as the pt was 17 months post-implant, and device end of life was suspected.